Event description:
It was reported a multi-rate infusor overinfused. This occurred during patient infusion of morphine. The reporter stated the infusion ended 12 hours prior to the expected time of completion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.